Event description:
It was reported that a patient showed a myopic shift of approximately 1.0 diopter from the target refraction, following implantation of the preloaded intraocular lens (iol). The iol was implanted on (B)(6) and although the patient required correction in daily life, the postoperative refraction showed a myopic shift of approximately -1.2 d in the left eye. The postoperative visual acuity was 0.4 in the left eye, compared to target refraction values of -0.77. The iol was explanted and a replacement lens was implanted. No further information was reported.

Manufacturer narrative:
Section a2, a3b, a4, and a5: unknown, as information was requested but not provided. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.